Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Right motor intermittently slips in braking mode. Left brake engages too late causing the chair to veer while stopping.